Manufacturer narrative:
The t:slim g4 pump user guide states that a low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an empty cartridge alarm, as the customer had not changed the cartridge. Subsequently, pumping stopped, as the cartridge had run out of insulin. The customer stated that blood glucose (bg) levels had elevated. However, the exact value was not provided.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.